Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was able to confirm the dso seal damaged but was unable to replicate the bolus connector issue. The root cause was determined to be the damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the ¿membrane detached¿ and there was an issue with the bolus connector. There was unknown patient involvement.